Event description:
It was reported that the gears on the zimmer skin graft mesher were damaged. Facility reporting information is a cadaver tissue bank, therefore, there was no report of patient injury associated with the event.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 09/08/2010 and was last repaired on 06/22/2012. Customer is a cadaver tissue bank which experiences heavy usage of devices. Evaluation of the device observed the roller gear to be damaged. It was also observed that the side plates, roller and comb were damaged. Prior to repair, the unit could not be checked for calibration due to the damage to the comb. Customer included two cutters, and evaluation demonstrated that both 1.5:1 and 2:1 cutters produced unacceptable test meshes. Improper handling most likely caused the damage to the roller and cutter gears, side plates, roller and comb which most likely caused the customer's event. The device was serviced and returned to the customer.